Event description:
Client called (B)(6) 2026 stating that the smart watch was no longer charging and that the charge cord looked like it had melted. The service representative spoke with the client and scheduled a visit for an installation technician, as well as the charger base and cord. All are in sequestration. As per the vendor, charge cords are ordered through multiple suppliers.